Event description:
Reporter stated that patient's blood glucose was measured, using inform system 1, with a result of "hi" (greater than 600 mg/dl). Patient's blood glucose was immediately retested, on inform system 2, with a result of 101 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country. This medwatch is for the suspect product used in inform system 2.